Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost consciousness and had an acute fall. The patient was sent to the emergency room with intracranial hemorrhage that required drainage via burr holes. The patient's loss of consciousness was attributed to loss of capture on the right ventricular lead. Interrogation of the pacemaker found no anomalies with the device battery. The pacemaker pocket was opened and the right ventricular lead was found to be fractured. On (B)(6) 2019, the lead was capped and replaced. The patient was in critical condition post procedure but later recovered and was discharged from the hospital.